Event description:
No additional information received from customer.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The ess confirmed that the material reappeared after on-site reprocessing. The subject device will not be sent back to olympus for further evaluation and repair.

Manufacturer narrative:
Updated: h4 this supplemental report is being submitted to provide the device's manufacturing date.

Event description:
No additional information received from the customer.

Event description:
It was reported the cystonephrofiberscope exhibited small flakes of material on the scopes insertion and light guide tubes. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.